Manufacturer narrative:
Continuation of d10: product ID a820; product type: software. Product ID: tm90t0 lot# serial# (B)(6); implanted: explanted: product type accessory product ID hh90t01; serial# rf8t50lz6lt; product type: mobile platform. Section d. Information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient, receiving an unknown drug via an implantable infusion pump for non-malignant pain, regarding their external device. The patient reported they were not able to get the bolus to work since yesterday. The patient stated they were getting service code 338. The patient stated the communicator was not connecting. The patient services specialist (pss) assisted the patient with clearing the data on the handset and connecting to the pump. The pss reviewed device function and recommended the patient call for assistance if necessary. The handset battery was at 94% and the communicator was 94% charged. The troubleshooting steps that were taken on the call resolved the issue.